Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication was physically available in the station but was not appearing in the system. The station was confirmed to be online in remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that medication was not visible in the system. A technical support specialist (tss) advised the customer to uncheck the override group in the formulary report to display medications that users were unable to override. The system functioned as intended after the technical support specialist investigated the device.